Event description:
Hospice nurses were brought into the facility to assist with this pt. While they were using a viking viking m mobile lift, the sling slipped off the sling bar. The pt fell and broke their hip.

Manufacturer narrative:
Local distributor rep visited the facility and provided the following info. Hospice nurses from outside the facility were brought in to assist with the pt. Their level of in-servicing with the use of the viking m is unk. The sling bar on the lift was not equipped with the safety clips. During the transfer, the sling loop slipped off the sling bar. The pt fell and broke their hip. Maintenance at the facility stated that the lift has never had safety clips on it. The facility has received and installed safety clips on the lift.